Event description:
It was reported that customer experienced multiple cartridge alarm 20 events each day over several days, occurring on at least two different cartridges and not during the cartridge load process. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to rely on alternate method of insulin delivery if necessary, while technical support arranged shipment of replacement pump.